Manufacturer narrative:
Medical device expiration date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes did not draw enough volume of blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about underfilled tubes. According to the customer's report, some tubes did not draw enough volume of blood.¿

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4: medical device lot #: 1288641. D4: medical device expiration date: 2022-04-30. H4: device manufacture date: 2021-10-15. D4: medical device lot #: 1319175. D4: medical device expiration date: 2022-05-31. H4: device manufacture date: 2021-11-15.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes did not draw enough volume of blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about underfilled tubes. According to the customer's report, some tubes did not draw enough volume of blood.¿

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tubes did not draw enough volume of blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿this is a report about underfilled tubes. According to the customer's report, some tubes did not draw enough volume of blood.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-jun-2022 h6: investigation summary bd received 2 unused samples from lot 1288641 and 2 unused samples from lot 1319175 along with 4 photos from the customer in support of this complaint. Functional testing was performed on the customer samples with all tubes drawing within the correct specifications limits. A photo was returned of the pdf draw form. No further testing was completed as the product was expired. Bd was unable to confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h10.